Event description:
During remote follow-up, an event of oversensing of noise, low defibrillation impedance, and undersensing was observed on the right ventricular (rv) lead. During lead revision, dislodgement was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an event of oversensing of noise, low defibrillation impedance, and undersensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.